Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker exhibited a gap between the docking cap and main body. The leadless pacemaker was implanted. There were no patient consequences.